Manufacturer narrative:
The complaint investigation included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Testing was performed using an in house retained kit of the complaint lot. Acceptance criteria were met indicating the lot is performing as expected. Customer field data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 20148fn00 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Trending review determined no related trend for the issue for the product. Device history record review did not identify any issues associated with lot 20148fn00. Labeling was reviewed and found to adequately address the issue under review. If the hbsag results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. In this case, the hbsag value was 0.81 s/co which is close to the assay cut off value of 1.00 s/co, therefore hbsag may be present at low concentration. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative ii reagent lot number 20148fn00 was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect (B)(6) qualitative ii results when compared to another method for one patient. On (B)(6) 2021, sid (B)(6) generated an initial architect (B)(6) qualitative ii result of (B)(6); customer doubted result and re-checked on cobas system which generated (B)(6) results for (B)(6). Additionally, the customer also re-checked on another immunoassay system and obtained (B)(6) results. The customer reported the (B)(6) cobas result out of the lab. No impact to patient management was reported.

Manufacturer narrative:
New information was received indicating that the customer used a stored sample to recheck the results. The following data was provided: hbsag qualitative ii result was 0.6 s/co (<1.00 s/co is nonreactive); anti-hbc ii result was 9.61 s/co (<1.00 s/co is nonreactive); anti-hbs3 result was 4.35 iu/l (= 10 miu/ml is regarded as being protective).